Event description:
The customer requested field svc dispatched (fsd), indicating that the touch screen on one of their ventilators is unresponsive to touch commands. This event occurred during pre-use check (no pt involvement).

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: received vela front panel assy, diamondw/co2, for inspection and installed to a functional vela for duplicating the reported condition. Inspected and found ¿liquid ingress¿ and powered up unit and duplicated ¿inactive touch screen, liquid ingress¿ complaint. The reported complaint was duplicated a internal action was previously issued to address this reported condition.

Manufacturer narrative:
(B)(4). Field svc evaluated the unit,and verified the reported issue. The front panel assembly was replaced and calibration and performance checks were performed. The unit passed all performance checks. A returned goods authorization (rga) number was issued for the return of the alleged faulty front panel assembly for eval. As of (B)(6) 2015, carefusion has not received the alleged faulty front panel assembly.